Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies were found during this investigation. The unit has passed all test, calibrations and is working to manufacture specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is going off and on after start up. The customer stated there was no patient involvement associated with this event.